Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device the root cause of the reported event could not be determined. The review of the lhr (lot f1315601) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). There was a sheath exchange from a 6f short to a 6f long to perform a balloon angioplasty and stenting in the left distal superficial femoral artery and proximal popliteal artery. A pre-procedure femoral angiogram showed presence of pvd/calcium in the right common iliac and the vessel size to be 7mm. Peri-procedure, the patient was anti-coagulated with angiomax and plavix. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient developed a "peri procedural" hematoma, less than 6cm in size just proximal to the sheath, which was acknowledged by the physician and the scrub technician prior to and during the deployment of the mynxgrip device. The physician attempted to express the hematoma by holding pressure on the tissue around the sheath for approximately 4 minutes. It was noted by the aci sales professional that was present during the procedure that the physician over tamped the device during deployment. After the device was removed from the patient there was pulsatile flow out of the proximal end of the advancer tube as a result of the over tamping. The technician held manual compression for 3 ½ minutes. The "peri-procedural" hematoma felt the same as prior to the deployment of the mynxgrip device but the physician felt it was best to place a femostop to ensure that the hematoma did not change in size. The patient was ambulated and discharged to home the same day with no clinical sequela noted.